Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event at the end of peritoneal dialysis therapy. It was determined that the patient¿s prescribed fill volume was 2500ml and their total ultra filtration (uf) for this therapy was 1352ml. During cycle three the uf was 1570ml. The technical service representative assisted the patient with performing manual drain. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.